Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs069 not able to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2015 with the following findings: on investigation, the pump alarmed with a call service alarm upon the first rewind attempt. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked on the side extending from the threads to the case seal.